Manufacturer narrative:
The serial/lot and date of manufacture were documented as unknown in the initial report. Both fields have been updated as (B)(4) and 04/04/2012 respectively. Therefore, UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The serial/lot number was unknown; therefore, the date of manufacture was unknown. (B)(4). The manufacturing location was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(4) that during a craniomaxillofacial (cmf) surgical procedure, it was observed that nitrogen air started to escape through the hose device at the end of its connection with the adapter device while in use together with the air pen drive device. According to the report, the event occurred in the second cut during the placement of the two bilateral monoaxial distractors on the patient. As a result, there was an hour and a half delay in the surgical procedure. It was reported that the first cut at the beginning of the surgery was performed without any issue. A spare device was not available for use; however, the surgeon used an old device to continue cutting the bone; and a manual driller to open the holes to place the screws. It was reported that the patient's status post-surgery was stable but was prescribed to take antibiotics to prevent any complication. It was not reported if there a prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed pret-test for check marking rings since one of the white marking rings is missing. It was reported that the failure found on this device is not connected to the reported complaint description, the failure found was a missing part and illegible etching. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.